Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 21-sep-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving bupivacaine (1.7 mg/ml at 0.082 mg/day) and fentanyl (3000 mcg/ml at 144 mcg/day) via an implantable pump for unknown indications for use. It was reported that the company representative (rep) asked for recommendations on priming a catheter of unknown volume. They did a catheter revision due to a granuloma and a new spinal segment revision kit catheter was placed. The patient had a magnetic resonance imaging (MRI) that did not appear to show a granuloma but they also did a dye study and that did show evidence of a granuloma. Technical services reviewed consideration and programming for prime. The event date was indicated to be within the last 2 weeks.